Event description:
It was reported to gems that the footrest detached when the table was being angulated at about 30-35 degrees, allowing the pt to fall. The pt received bruises on the leg and was given first-aid treatment. The footrest involved was an old-style footrest. The unit has the new style footrest with the red securing latch but apparently a footrest was used from another room. The field engineer inspected the tabletop area where the footrest was installed and found that the notches were well defined. It is considered that the old-style footrest was not properly installed in this incident. The customer has been advised to use the new style footrest with the red securing latch that has been provided with this table.